Manufacturer narrative:
The suspect device has not been returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, about 5 mins into the procedure, they got a fluid loss alarm of approximately 10cc at approximately 1 cc per min. Two tenaculum stabilizers and a bivalve speculum were used during the case. The physician retightened the tenaculum and restarted the procedure. Follow up info received on april 16, 2009 revealed that there were a couple of bubbles observed leaking out of the cervix, there was no overdilation, but there was a full septum which forced the sheath almost out of the cervix during the ablation. It should be noted that the physician held the scope up at a 45 degree angle in an attempt to prevent leaking. Upon completion of the procedure, there was a slight burn (degree not known) noted on the cervix, approximately the size of a dime. The burn was treated with silvadine cream, the case was completed with this device and there were no further pt complications reported with the event. An attempt to gain burn characteristics and pt outcome were unsuccessful.